Event description:
It was reported this right atrial (ra) lead was re-positioned and an alert was detected for right atrial automatic threshold (raat) suspension. Technical services reviewed device data and determined the raat failed to measure the threshold due to low evoked response (ER). The atrial output was 09v. The lead was successfully re-positioned. No additional adverse patient effects were reported.